Event description:
It was reported that the pt's implantable neurostimulator (ins) was not recharging properly. The pt stated that her device "takes forever" to charge and that her device "heats up" while recharging until "it burns". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.